Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility can be assumed. However, an investigation of the explanted device is necessary to determine a root cause. Re-implantation is considered but no date has been scheduled yet.

Event description:
User's hearing performance with the device is significantly affected. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User's hearing performance with the device is significantly affected.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
User's hearing performance with the device is significantly affected. User has been re-implanted.